Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02832 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, roll-off was not able to be achieved. The procedure was not completed due to this event. Reportedly, the generator has been used since this event without issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The event date is unknown. However, it was reported as having taken place approximately 1.5 months before (B)(6), 2011. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).